Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of 16 october 2020 therefore the investigation was performed based on the photos provided. Two (2) photos of 0.5ml bd insulin syringes were provided. Consumer reported when removing the shield, the needle with the shied was separated from the hub. Both photos were reviewed, and it was observed that two (2) 0.5ml bd syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch# 9231040. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843835] noted for out of spec shield pull. There was one (1) notification [200844314] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9168997. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231040, medical device expiration date: 2024-09-30, device manufacture date: 2019-08-19, medical device lot #: 9168997, medical device expiration date: 2024-07-31, device manufacture date: 2019-06-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.